Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: left - mentor smooth round moderate profile 325 cc saline breast implants, catalog number 3501650, serial number (B)(4). (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary augmentation with mentor saline implants on (B)(6) 2018 experienced a right device deflation during aspiration of a breast cyst. The patient underwent explantation and replacement with mentor saline implant on (B)(6) 2018.